Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed or more information is gathered, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was removing fascial layer skin and sounded like it was not running at full speed. The event timing was during surgery and did result in harm. No other adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: outcomes attributed to adverse event, date of report, description of event or problem, device identification, concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, device manufacture date, evaluation codes, usage of device, additional narrative. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome on (B)(6) 2019 revealed that the motor speed was within specifications but ran erratically. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The head had visible damage. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the end cap, plug harness assembly, o-rings, seal/strain relief, machined head, eccentric shaft assembly, switch mount, switch, motor, ball bearings, internal retaining ring, spring seal, spring pin, vespel bearings, semi-circle bearings, and thickness control shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the electric dermatome had an erratic motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the end cap, plug harness assembly, o-rings, seal/strain relief, machined head, eccentric shaft assembly, switch mount, switch, motor, ball bearings, internal retaining ring, spring seal, spring pin, vespel bearings, semi-circle bearings, and thickness control shaft was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.